Event description:
Underdelivery reported. The pump was received in the biomedical engineering dept with a note stating: "constant alarm." Biomedical enginner states the device alarmed appropriately during testing, however, it was noted to underdeliver. When set for an expected delivery of 20 ml as per performance verification testing procedures, he consistently received only 15ml. There were no reports of any adverse pt events when the device was in use.